Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device was overheating and producing a burning smell. There was no smoke reported. The device is used by the patient with the hose and water chamber. The patient noted no issues with the pressure, but did note the burning smell described it as a burning smell that comes from electronics. There was no damage to the power cord or power connection. The device as plugged in directly to ac power. There was no report of melting, warping or void/gaps in the enclosure. The device was returned for evaluation and evaluation has not begun. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device was overheating and producing a burning smell. There was no smoke reported. The device is used by the patient with the hose and water chamber. The patient noted no issues with the pressure, but did note the burning smell described it as a burning smell that comes from electronics. There was no damage to the power cord or power connection. The device as plugged in directly to ac power. There was no report of melting, warping or void/gaps in the enclosure. The device was returned for evaluation and evaluation has not begun. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell and overheating¿ is classified as low and does not present a serious risk to patient safety.